Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they experienced a high blood glucose level of over 400 mg/dl. The customer was treated with the manual injection and changing her site. The customer reported that they had issues with her infusion set. The troubleshooting was offered for high blood glucose, but the customer declined. The insulin pump and infusion set will not be returned for analysis.